Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the communicator was burnt and was unresponsive after a power outage. A boston scientific company representative advised the patient that the communicator will be replaced. The communicator was deactivated. No adverse patient effects were reported.